Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pjm768, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.